Event description:
It was reported that a sudden decline in oxygenation occurred while a patient was on venovenous extracorporeal membrane oxygenation (ECMO) support utilizing the xlung kit 230. The sudden decline in oxygenation occurred on day 3 of ECMO support. To confirm the decline, the blood gas was measured pre and post oxygenator. It was determined that the oxygenation was inadequate and the oxygenator of the xlung kit was subsequently replaced. After doing so, oxygenation improved significantly. It is unknown if there were any alarms at the time of the failure. There were no visible defects noted on the oxygenator or anywhere else on the xlung kit. The connections were all confirmed to be secure. It is unknown if there was any evidence of clotting in the oxygenator or tubing. It was also unknown if there were any signs of air in the system. There were no issues noted during the priming phase and there was no leaking reported. The estimated blood loss (ebl) volume was reported to be 300 ml. It was reported that only the oxygenator was changed - not the entire kit. It was confirmed the blood loss did not result in any patient injury or harm. The sample was not available to be returned for manufacturer evaluation. A photo of the oxygenator filled with blood was provided for review.

Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. It is documented that loss of functionality of the oxygenator may occur, and the functionality of the oxygenator should be monitored using blood gas analyses. Possible causes are inadequate blood flow, thrombosis, and pseudo-membrane formation inside the oxygenator. The problem can be resolved by adjusting sweep gas and/or blood flow rates, or by replacing the product. Since the cause is presumably patient induced, it is highly unlikely to detect a failure in the retention sample. No nonconformities were found during review of the manufacturing records. The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a sudden decline in oxygenation occurred while a patient was on venovenous extracorporeal membrane oxygenation (ECMO) support utilizing the xlung kit 230. The sudden decline in oxygenation occurred on day 3 of ECMO support. To confirm the decline, the blood gas was measured pre and post oxygenator. It was determined that the oxygenation was inadequate and the oxygenator of the xlung kit was subsequently replaced. After doing so, oxygenation improved significantly. It is unknown if there were any alarms at the time of the failure. There were no visible defects noted on the oxygenator or anywhere else on the xlung kit. The connections were all confirmed to be secure. It is unknown if there was any evidence of clotting in the oxygenator or tubing. It was also unknown if there were any signs of air in the system. There were no issues noted during the priming phase and there was no leaking reported. The estimated blood loss (ebl) volume was reported to be 300 ml. It was reported that only the oxygenator was changed - not the entire kit. It was confirmed the blood loss did not result in any patient injury or harm. The sample was not available to be returned for manufacturer evaluation. A photo of the oxygenator filled with blood was provided for review.

Manufacturer narrative:
Plant investigation: the patient¿s arterial blood gas analysis (bga) showed a sao2 of 96.1%. The lactate value of 3.6 mmol/l indicates there was an oxygen deficiency. Also, the patient¿s venous bga with a svo2 of only 42% indicates that the patient did not have sufficient oxygen available. However, the reason for this cannot be determined. It remains unclear whether there was a ¿deficient oxygenation performance¿ of the oxygenator, or if there were other reasons. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.